Manufacturer narrative:
The investigation determined that a general reagent issue can most likely be excluded based on the acceptable qc. The sample was requested for investigation but the customer declined to provide the sample. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys ige ii immunoassay results for 1 patient tested on a cobas 6000 e 601 module with serial number (B)(4). The initial result was 2491 iu/ml on the e 601. The sample was tested in a different laboratory and the results were >3000 iu/ml and 6000 iu/ml. The instruments used were siemens and abbott. The instrument that was used for each specific result was not provided. On 10-aug-2019 a new sample was collected and the result was 2207 iu/ml on the e 601. The result with a 1:5 dilution was 6274 iu/ml on the e 601. On 16-aug-2019 the sample was repeated without dilution and the result was 2452 iu/ml with a data flag on the e 601.